Manufacturer narrative:
Batch review performed on 15 november 2023 lot 174804: 60 items manufactured and released on 11-oct-2017. Expiration date: 2022-09-21. No anomalies found related to the problem. To date, 54 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 5 years and 10 months from the primary, the patient came in reporting instability due to laxity. The surgeon revised the 12mm poly to a 20mm poly. The surgery was completed successfully.